Event description:
The physician advanced the first coil 6x15 (details unknown) into the prowler14 microcatheter (606151mx/15848979), but he didn¿t like the shape and moved back into the introducer sheath. He changed to smaller size orbit galaxy g2 complex tdl fill, 4mmx10cm (641cf0410/c17354). When he advanced the second coil, the coil got stuck 1/3 into microcatheter. So he re-advanced coil into sheath and he moved the microcatheter back, flushed with heparin saline by syringe, there were only few drops of heparin saline flowing at the tip of microcatheter. He pushed the guidewire (neuroscout14 std) through this microcatheter and it got stuck 1/3 into microcatheter, same as coil. He noticed that there was no coil (4x10mm) in the introducer sheath. The coil was found inside the microcatheter. There were no other damages noted on the coil after use. He tested connecting system of this coil, it still showed green light. Finally, he used a new microcatheter (details unknown) and the operation was performed successfully. This is the doctor¿s third case of coil embolization. The target vessel was pcom which was not calcified and not tortuous.

Manufacturer narrative:
The product will not be returned for analysis and additional information will be submitted within 30 days of receipt. Concomitant medical products and therapy dates: prowler14 microcatheter (606151mx/15848979); first coil 6x15 (details unknown); orbit galaxy g2 complex tdl fill, 4mmx10cm (641cf0410/c17354); new microcatheter (details unknown); this is 1 of 3 reports associated with sr 1-1295592642.

Manufacturer narrative:
The physician advanced the first coil 6x15 (details unknown) into the prowler14 microcatheter (606151mx/(B)(4)), but he didn¿t like the shape and moved back into the introducer sheath. He changed to smaller size orbit galaxy g2 complex tdl fill, 4mmx10cm (641cf0410/(B)(4)). When he advanced the second coil, the coil got stuck 1/3 into microcatheter. So he re-advanced coil into sheath and he moved the microcatheter back, flushed with heparin saline by syringe, there were only few drops of heparin saline flowing at the tip of microcatheter. He pushed the guidewire (neuroscout14 std) through this microcatheter and it got stuck 1/3 into microcatheter, same as coil. He noticed that there was no coil (4x10mm) in the introducer sheath. The coil was found inside the microcatheter. There were no other damages noted on the coil after use. He tested connecting system of this coil, it still showed green light. Finally, he used a new microcatheter (details unknown) and the operation was performed successfully. This is the doctor¿s third case of coil embolization. The target vessel was pcom which was not calcified and not tortuous. Based on the information, the event was not confirmed. The product was not returned for analysis and a sterile lot number was not provided. Therefore a review of the manufacturing documentation associated with this lot could not be performed. No corrective actions will be taken at this time. This is 1 of 3 reports associated with (B)(4).